Event description:
It was reported that during a field service activity, an intuitive surgical, inc. (Isi) field service engineer (fse) identified a loose carriage on the universal surgical manipulator (usm) arm. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the usm arm was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received universal surgical manipulator (usm) 1 involved with this complaint to perform failure analysis. The usm was analyzed and found to have a loose carriage with the insertion rail assembly screws also loose. In addition, failure analysis identified a few findings that were not reported by the customer: the yaw searchlight printed circuit assembly (pca) was found with sensor errors, and a fan fault was identified with the axes controller motor (acm). The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.